Event description:
It was reported that a patient using the ilet experienced a hypoglycemia event, with a recorded glucose value of 39 mg/dl, after receiving corrective insulin for hyperglycemia and subsequently treated the low with oral carbohydrate (apple juice) before emergency services arrived, with no additional treatment required. Symptoms included feeling hypoglycemic with incoherence. Outcomes included no hospitalization and resolution of the event with self-treatment. Investigation included review of device data and troubleshooting with user education. Investigation of this case revealed a pattern of post-correction hypoglycemia consistent with insulin dosing preceding lows, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.